Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that the patient passed away. The nurse was informed that the patient had a massive heart attack, but did not know if that was the cause of the passing. The patient was not connected to therapy at the time of the passing. No further information is currently available.

Manufacturer narrative:
There is no documentation to show a causal relationship between the adverse event and the liberty cycler. Additionally, there is no allegation of a malfunction or a deficiency against the liberty cycler for this event.